Event description:
It was reported that the patient received a shock from their device for a spontaneous episode. Follow up is in progress to determine the appropriateness of the shock and no additional information is available at this time. The event was reported from the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock from their device for a spontaneous episode. Follow up is in progress to determine the appropriateness of the shock and no additional information is available at this time. The event was reported from the (B)(4) clinical study. The device remains in use. It was later reported that further review of the clinical records did not appear to have any information about the patient receiving an inappropriate shock during the reported event time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.